Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrence of incontinence, mesh erosion and exposure. An excision and revision of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.